Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment returned battery cap were undamaged. The battery cap was able to fit securely and maintain electrical connection. During investigation, the pump powered on normally with auditory tones and vibrations indicating that there was power to the pump. The display screen was found to blank. Further testing was unable to be performed due to the blank screen. The pump¿s cover was removed and unrelated to the original complaint, the display screen was found shattered and cracked. A test display screen was inserted and the display functioned properly. The original complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.